Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: did this issue contribute to any patient adverse event? Was any additional anesthesia needed? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. "

Event description:
It was reported that a patient underwent a modified radical mastectomy for right breast cancer under general anesthesia and laparoscopy+right breast sentinel lymph node dissection biopsy procedure on (B)(6) 2026 and suture was used. During the procedure, the patient underwent surgery due to invasive carcinoma of the right breast, residual solid nodule of the right breast, etc. At around 19:00, when the medical staff finished suturing the right axillary incision and changed the needle again to prepare for suturing the no.1 hole beside the areola, it was found that the needle tip of the replaced suture was missing (due to the inability to penetrate the skin during suturing). The medical staff immediately stopped the operation and carefully explored the surgical area and on and off the stage repeatedly but did not find the missing tip. After the medical staff searched unsuccessfully on the upper and lower stages of the operating area with a magnet, the medical staff rinsed the wound cavity of hole 1 to eliminate any residual wound cavity, and immediately contacted the radiology department for intraoperative imaging exploration. No missing tip was found. After careful investigation, no broken part was found, and the medical staff replaced the suture to complete the suturing. This incident increased the surgical time by nearly 2 hours, increased the risk of anesthesia, and caused secondary puncture and suture injuries to the patient's skin. No adverse patient consequences were reported. Additional information was requested.